Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer's blood glucose level. Customer attempted pump reset with guidance from technical support, but screen remained unresponsive, so customer planned to use multiple daily injections as backup therapy while technical support arranged shipment of replacement pump, instructed customer to place pump in storage mode before return, and informed customer to program pump settings and reconnect continuous glucose monitor on replacement device, with return of problematic pump via prepaid label within specified time frame.